Manufacturer narrative:
The investigation was completed. Tachycardia : the root cause of the injury was unable to be determined due to insufficient clinical details. Device history review was completed and passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced atrial fibrillation. The patient was treated with amio and gtt to resolve the issue. The patient survived.